Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was hospitalized on (B)(6) 2019 two days prior to passing due to high blood glucose levels. The cause of death was a suicide that was not diabetes related. The caller stated that the customer had mental issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The insulin pump will not be returned for analysis.